Manufacturer narrative:
A1-a4: patient information not provided. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an ischemic stroke. They were unconscious and the computed topography (CT) showed the prognoses that the patient could not recovered. The patient passed away. Parameters were within normal ranges and infaust prognoses the pump was stopped manually. Anticoagulation and international normalised ratio (inr) were in normal range. There were no changes to patient condition or anticoagulation that may have contributed. The device operated as expected and the outcome was not considered device or therapy related. An autopsy was not performed and the device was not explanted.